Manufacturer narrative:
Implanted in 2017. Explanted in (B)(6) or (B)(6) 2019. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after the ins and lead were implanted, the patient experienced bad healing and discomfort at the level of the ins which required repositioning of the ins some months later. The ins after all was explanted in (B)(6) of 2019 because a suspicion of allergy. The patient asked for the list of components of the materials some days ago in order to make allergy tests. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.